Manufacturer narrative:
The user facility report #(B)(4) was received. The MFR is attempting to acquire the explanted device for further eval. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Based on the information available and due to the device not being available for analysis, the report of suspected internal compromised wire/wires in the percutaneous lead could not be confirmed. A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event. Placeholder.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received user facility report #(B)(4) indicating that when the pt was on the way home after being discharged, the pt had nausea/abdominal pain (resolved similar symptoms to previous device malfunction - refer to medwatch report # 2916896-2013-01010 for external percutaneous lead issue). The pt had more alarms in the morning and was admitted. The report stated "internal pump connection problem at pump bend relief." The pt refused a pump exchange and was discharged home with hospice. The pt subsequently expired.